Event description:
It was reported that the motor device was "broken". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that there was a hole in the hose of the device and therefore the device would not rotate. The reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.